Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop migraine headaches. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus issues, headaches/migraines, sore throats related to a CPAP device's sound abatement foam. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. In secondary findings observed unknown contaminant on the flip door and the top enclosure. A dark unknown dust contaminant was present on the rear enclosure. There were no signs of sound abatement foam degradation. The manufacturer applied power to the device and verified airflow. The logs were reviewed by the manufacturer. There were one error found. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dark/dust contamination and are consistent with being from an external source.